Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms. The patient was scheduled to be seen in clinic the same day. Technical services (ts) discussed potential causes and troubleshooting options. This product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that out of range pacing impedance measurements greater than 2,000 ohms was observed in bipolar configuration, however, measurements were within normal limits in unipolar configuration. It was noted that the patient had recently had a mammogram and it was unknown if this had any impact on the measurements. The lead configuration was left programmed to unipolar and monitoring is being continued. It was reported that continued noise and out of range impedance measurements was observed. The patient reported the lead was fractured. Surgical intervention was undertaken. Upon removal of the ra lead from the device header, the set screw fell out of the device header and was unable to be put back into the device. The device was then explanted and replaced with a non-boston scientific device and the lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that out of range pacing impedance measurements greater than 2,000 ohms was observed in bipolar configuration, however, measurements were within normal limits in unipolar configuration. It was noted that the patient had recently had a mammogram and it was unknown if this had any impact on the measurements. The lead configuration was left programmed to unipolar and monitoring is being continued.

Event description:
It was reported that out of range pacing impedance measurements greater than 2,000 ohms was observed in bipolar configuration, however, measurements were within normal limits in unipolar configuration. It was noted that the patient had recently had a mammogram and it was unknown if this had any impact on the measurements. The lead configuration was left programmed to unipolar and monitoring is being continued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms. The patient was scheduled to be seen in clinic the same day. Technical services (ts) discussed potential causes and troubleshooting options. This product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.